Event description:
It was reported that the insulin pump alarmed with a clock monitor frequency error and was unable to restart the pump. The customer's blood glucose was 13.8 mmol/l. Customer was advised the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage at the electronic assembly. The insulin pump also had moisture damage at at the motor. No alarm could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.